Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: during investigation, moisture was observed under the display lens. A leak test was performed and failed due to a leak in the display lens. The pump was opened to find moisture damage on the display and on the continuous glucose monitoring board.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.